Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: dtba1d1, serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, the lead twice dislodged during removal of the catheters. The lv lead was left inactive, and later explanted and replaced. No patient complications have been reported as a result of this event.